Event description:
Device was being used by doctor for zenkers procedure twice. Right after the 2nd use the jaw fell off outside patient's vocal cavity. The instrument and other parts where inspected and collected, packaged and reported.